Event description:
A surgeon reported the multifocal intraocular lens was removed and replaced without complication 2 months after implant due to an unanticipated refractive error. The initial implant was replaced with a lower diopter lens of the same model.

Manufacturer narrative:
Visual inspection of the returned intraocular lens (iol) showed an optic cut in 2 pieces, no optical deviations were observed. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power of 19.0 diopter for this lot number. Batch records were reviewed and showed no deviations. Our investigation revealed no deficiencies suggesting this event was not caused by the iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens was received and is currently pending evaluation at the manufacturing site. The lens met all manufacturing specifications prior to release. Based on the information received from the reporter we do not suspect the lens was the cause of this adverse event. At the date of this report, amo has provided all available information. A supplemental MDR will be filed as necessary when additional reportable information becomes available.